Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) on october 16, 2006 alleging an error 4 message on his one touch ultra meter. The pateint claims that meter is "confusing to use and requested a refund". Medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information. Mas also listened to the recorded call and obtained the following information: the pateint claims that the meter was not working properly for 3 days. On the morning of october 14, 2006 the patient attempted to test his meter and received an error 4 message. He claims he tested approximately 15 times and obtained the error 4 message each time. The patient did not take any medication or eat anything after obtaining the error 4 message. At the time of testinghe experienced dizziness, heachache and blurred vision. His wife took him to the physician's office around 3:00pm-4:00pm. At the physician's office the patient's blood glucose was 255 mg/dl on the physician's meter (type meter unknown). The physician increased the patient's oral medication from 30 mg to 45 mg (type of oral medication is unknown). On october 15, 2006 the pateint took his meter to cvs pharmacy and was advised to contact lfs for assistance. The test strips were in good condition not expired. The technique of applying blood on the test strip was correct. The pateint refused to troubleshoot the error 4 message with the customer care advocate (cca). No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event and whether the patient took his oral medication when his meter displayed the erro 4 message for the past 3 days. An error 4 indicates that a patient may have high blood glucose and have tested in an environment near the low end of the system's operating range. There may be a problem with the test strips or the sample was improperly applied. The complaint is being reported because the patient was unable to test his blood glucose for 3 days due to the error 4 message and experienced symptoms of hyperglycemia. The patient sought medical attention and his physician increased his oral medication from 30 mg to 45 mg after obtaining a reading of 255 mg/dl on the physician's meter.